Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, low defibrillation impedance and noise resulting in oversensing was noted on the right ventricular (rv) lead. Lead provocation testing reproduced the noise signals and the physician alleged externalized conductors to be the cause of the event. Abbott technical support reviewed diagnostic imaging and confirmed externalized conductors on the rv lead. The lead was explanted and replaced to resolve the event to resolve the event and he patient was in stable condition.

Manufacturer narrative:
As received, a partial lead was returned in two pieces. The reported event of low high voltage lead impedance was not confirmed. Electrical testing was performed and revealed no internal shorts. Additional testing was unable to be performed due to the condition of the lead as received. The reported events of insulation abrasion and noise resulting in oversensing were confirmed. A visual inspection of the lead revealed internal insulation abrasions in two locations breaching the ring electrode cable lumen located between the shock coils. In one abrasion zone between the shock coils the ethylene tetrafluoroethylene (etfe) cable coating of ring electrode cable was abraded and exposed. An external insulation abrasion was noted in two locations. One was located proximal to the suture sleeve tie impression breaching an unknown cable lumen consistent with friction to the device can and the second was located distal to the suture sleeve tie impression breaching an unknown cable lumen consistent with friction to another device or feature of the heart. The reported event of noise resulting in oversensing was isolated to the exposure of the ring electrode cable in the abrasion zone. Abbott is continuing to monitor this issue.